Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states there is damage to their pump's reservoir compartment. The customer states it appears as if there are pieces missing. The customer's blood glucose level was unknown, but the customer states the issues have not affected their levels. The customer states the reservoir does not clip or snug on. The customer disconnected before completing troubleshoot. No further assistance provided at this time.